Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and low impedance. The lead was capped and replaced. The patient was asymptomatic before and after the procedure.